Event description:
The customer reported that they generated discrepant results for a patient sample that was tested on two different dates with the amplichip cyp450 test, us-ivd. The customer indicated that no test results were reported as they observed the discrepancy prior to releasing results.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made via email for the device, operative report, and additional information, however, no additional information was provided, and no device was returned for evaluation.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after implant duration of zero days, due to unknown reasons. No further details were provided.